Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tap. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202.

Event description:
A customer reported a sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® nx cycle. Ther affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). DHR could not be reviewed as lot number was not provided. Trending analysis could not be performed without the lot number available. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." The product was not returned for evaluation. The concomitant sterrad nx involved was inspected by a field service engineer (fse) which passed testing; the unit met specifications. An assignable cause could not be determined with the information available. The issue will continue to be tracked and trended.